Event description:
It was reported that during implant, the lead dislodged after slitting. The lead was unable to be positioned due to the patient's anatomy. The physician decided to have the lead removed and used another lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and no anomalies were found. It was also noted that there was blood/body fluid on the distal conductor (not obstructed).